Event description:
An electrical short was reported with a selector 24khz micro handpiece. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.